Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information reported that the right ventricular lead exhibited oversensing of lead noise. This was discovered during a routine follow-up in clinic. The patient was stable post-procedure.

Event description:
It was reported that the lead was capped and replaced due to a oversensing. No further information is available at this time.